Event description:
Additional information was received indicating that the right femoral artery was used as the access site. Pre-implant balloon aortic valvuloplasty (bav) was not performed. A non-medtronic (safari) guidwire was used during the procedure. It was reported that the guidwire was not pulled back from the left ventricle apex to the delivery catheter system (dcs) nosecone. Per the physician, the guidewire placement in the left ventricle during deployment and withdrawn of the dcs caused or contributed to the dislodgement. Per the physician, the patient¿s horizontal aortic root angle and short, dilated ascending aorta also contributed to the dislodgement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve in a patient with a previous non-medtronic surgical aortic valve (sav), the valve was advanced to the aortic position over a non-medtronic guidewire and deployed to 80%. The valve depth was appropriate at approximately 3-4 mm on both the non-coronary cusp and the left coronary cusp. The guidewire was not pulled back from the left ventricle apex into the nose cone of the delivery catheter system (dcs). The patient was paced at 100 bpm, and the valve was fully deployed. The paddles released without issue, and the dcs nose cone was attempted to be pulled back through the inflow portion of the valve; however, prior to the nose cone reaching the inflow, the valve dislodged into the aortic root at a depth of 6 mm above the sav annulus. Using a snare, the dislodged valve was moved to the proximal ascending aorta and distal to the subclavian artery. Subsequently, a second valve was deployed successfully in the annulus with no paravalvular leak, and a mean gradient of 11 mmhg by catheter measurement. An aortogram was performed to assess the ascending aorta and aortic arch with no signs of injury or dissection. The femoral and radial artery access sites and left femoral vein were closed and hemostasis was achieved. It was noted that the following day the patient was ambulating and had no aortic injury via transesophageal echocardiogram or transthoracic echocardiogram. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutr-23-us, serial/lot #: (B)(6), ubd: 24-aug-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.